Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a black smear was found on the unspecified bd¿ blunt fill needle after inserting it into a vaccine vial. The following information was provided by the initial reporter: "on (B)(6), the (B)(6) government received a call from a vaccination centre in (B)(6), reporting a ¿black smear¿ on a bfn used to reconstitute vaccine. They initially thought this was the only site in the (B)(6) to report such an observation, but they subsequently received further reports of this issue from other vaccination centres. It was noted that this issue was first observed on one of the hottest days of the year, and government team members cooled the needles but this did not make any difference to the observed phenomenon. A bfn is typically inserted into a vial of vaccine once but it is used with multiple syringes to draw up the reconstituted vaccine. This has been confirmed for pfizer and moderna, but is no longer an issue for az & jannsen. The issue has been observed on bd bfn and also on other bfn needles from china based suppliers. The needles exhibiting the smear were also immersed in sodium chloride, and there were no similar defects observed on those needles. The issues were only observed on bfn which had contact with reconstituted vaccines. One hypotheses is that there may be a vaccine excipient that is contributing to this issue somehow."

Manufacturer narrative:
Correction: after further review, this report was found to be a duplicate of MFR# 3002682307-2021-00311. Therefore, this complaint will be cancelled.

Event description:
It was reported that a black smear was found on the unspecified bd¿ blunt fill needle after inserting it into a vaccine vial. The following information was provided by the initial reporter: "on (B)(6), the netherlands government received a call from a vaccination centre in amsterdam, reporting a ¿black smear¿ on a bfn used to reconstitute vaccine. They initially thought this was the only site in the netherlands to report such an observation, but they subsequently received further reports of this issue from other vaccination centres. It was noted that this issue was first observed on one of the hottest days of the year, and government team members cooled the needles but this did not make any difference to the observed phenomenon. A bfn is typically inserted into a vial of vaccine once but it is used with multiple syringes to draw up the reconstituted vaccine. This has been confirmed for pfizer and moderna, but is no longer an issue for az & jannsen. The issue has been observed on bd bfn and also on other bfn needles from china based suppliers. The needles exhibiting the smear were also immersed in sodium chloride, and there were no similar defects observed on those needles. The issues were only observed on bfn which had contact with reconstituted vaccines. One hypotheses is that there may be a vaccine excipient that is contributing to this issue somehow."